Event description:
Device issue: difficult to remove, bent-locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, difficulty was encountered removing the device. It was not specified how the device was removed. Manual compression was applied to achieve hemostasis. When the device was removed, the locator wings appeared bent. There were no adverse patient effects reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.